Event description:
Site reported the tip of the catheter detached during preparation of a superdimension procedure. Issue happened prior to the tip entering the patient and there was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
Superdimension has requested devices for evaluation but has not received anything to date. An internal corrective action has been initiated.